Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. After pre-dilation was performed using a 5mm mustang¿ balloon catheter, a 10mm epic stent was deployed. A 7.0 x 20 75cm mustang¿ balloon catheter was then advanced for post dilation; however, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.